Manufacturer narrative:
Other applicable components are: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a business partner regarding a patient who received lioresal baclofen (unknown concentration, 280mcg/day) in an implantable pump for spasticity (spinal cord injury, muscle spasticity). The patient medical history included repeated urinary tract infections, repeated micturition disturbance, muscle atrophy, frequent lung infections, frequent wound infections, leg contracture leg operation ((B)(6) 2008) falling down (since (B)(6) 2001; spinal fracture cervical vertebrae 5/6), tetraplegia, and leg contracture treatment ((B)(6) 2008 to (B)(6) 2008). The concomitant medication indicated was gabapentin (capsule 2400 ot). On an unknown date in 2008, a "defective implanted pump catheter system/occult catheter defects occurred." It was reported that "good effective intrathecal lioresal therapy" following a pump catheter system repair in (B)(6) 2012 and the patient fully recovered. The cause of the device issue was not reported. For the first 5 years, the patient received a daily dose of 280mcg/day. Following a leg surgery and leg contracture treatment with botox injections (unrelated), the patient needed less lioresal (180mcg/day).as of 2017, the daily dose was between 100-160mcg qd. The action take with lioresal was ongoing with reduced dose. No further complications were reported/anticipated.